Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was not returned for additional evaluation. Therefore, the event could not be confirmed, and the reported event will continue to be monitored and trended.

Event description:
It was reported that during a generator change, the physician successfully unscrewed the leads from the old generator and connect them to the new generator. A bad connection in the generator head was noticed. The leads were unscrewed to confirm the correct fit in the generator. However, the second time the physicians tried to connect the leads, the generator key did not fit in the connection slot, preventing the necessary torque to screw the cables. A defect on the device was suspected. It was decided to implant a new df-1 cable, so that the patient did not need to be reoperated on another occasion. The puncture was successful, but due to patients¿ veins anatomy the electrode did not progress into the atrium, due to an obstruction of possible fibrosis and prevented the implantation of the new lead. So, the physician decided using the old screw from the older generator to fit it into the screw slot on the new device, removing the original screw from its place. The generator replacement was completed. The patient left the surgery well without any complications.